Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume intermates leaked out from the reservoir through the filling port. This was observed after filling the bottles with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11 h4: the lot was manufactured between july 17, 2023 - july 18, 2023. H11: three actual devices were received for evaluation. Visual inspection via the naked eye noted leak was due to a detached tubing line at the solvent-bonded junction of the stressmember from the first unit. Evidence of solvent was observed on the tubing, however the tubing insertion depth was found to be inadequate (not deep enough) and therefore had caused the tubing line to detach and resulted in a leak. A functional leak test was performed on the remaining two units, and evidence of a leak was observed coming out at the solvent-bonded junction of the tubing and stressmember. The tubing outer diameter and the stressmember inner diameter were measured and found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore had caused a leak from the three units. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.